Manufacturer narrative:
Date sent to the FDA: 07/29/2018 corrected conclusion codes: additional methods codes: additional results codes: to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a ventral hernia repair on an unknown date and mesh was implanted. Following the procedure, the patient experienced post-op pain and digestive issues after the initial ventral hernia procedure. The patient underwent a second ventral hernia procedure where the surgeon cleaned out the initial mesh that was described as broken up inside of the patient. A "pig skin" mesh was implanted. The actual name or type of mesh for the second procedure was unknown. The patient also reported that they have had complications after the second surgery as well including pain, digestion issues, and that it feels like something hard pushing on the abdomen. The patient has not had any additional surgeries thus far. It is unknown what plans the patient has to treat the current symptoms. Additional information has been requested.